Event description:
It was reported that the customer experienced a high blood glucose (bg) of "high" a specific value was not given suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a correction bolus via pump to address bg. Customer updated their pump settings to address the event.